Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01934.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician attempted to detach a smart coil using the handle and reported that it would not detach. Therefore, the smart coil was removed by manipulating the pusher wire. It was also reported that another smart coil would not advance through its introducer sheath. This smart coil was also removed. The procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.